Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection. Found the sensor cannula retracted inside the sensor base and found no broken cannula during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer called and reported the sensor electrode may still have been in his body. When customer was advised to remove the sensor to check for a bent, damaged, or retracted sensor, he stated there was no sensor when he removed it. The customer's blood glucose was 260 mg/dl. He was advised to monitor the site for infection or irritation and to consult healthcare provider, if customer believed the electrode to be in his body. The customer checked his blood glucose again and it was 131 mg/dl. Customer was advised the sensor would be replaced and agreed to return the product for analysis.